Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass. There were no issues observed with the stapling during the procedure. The next day, a leak (tightness) test was performed. The blue methylene came out in spurts showing a dehiscence had occurred. A reoperation was performed. Parenteral nutrition and a subsequent placement of an esophageal endoprosthesis was performed. The patient was feverish. The patient¿s hospitalization time was extended.